Event description:
The pump was returned to animas due to reported reoccurring loss of prime warnings. The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor pins were found to be partially dislodged and the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the display was found to be misaligned and the force sensor pins were found to be partially dislodged. The force sensor was found to be out of calibration and contamination was observed on the force sendor assembly. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4); 2531779-03/24/2010-003-r.